Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer identified a broken cable on the monopolar curved scissors instrument. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that they noticed the broken cable in the clean area during sterilization.